Event description:
Note: the date of event is unk. Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2009-05601 addresses the other device. It was reported to boston scientific corp that a rf 3000 radiofrequency generator and leveen coaccess electrode were used during a lung rfa procedure. According to the complainant, the procedure was to begin with the generator power set to 50 watts. However, roll-off occurred prior to reaching the 50 watts. The console was reset, but at 20 watts, maximum roll-off was received. At this point, the system was switched off, then on, but the same event re-occurred. There were no pt complications reported as a result of this event. Attempts to obtain add'l info regarding the circumstances surrounding this event have been unsuccessful to date. Should add'l relevant details become available, a supplemental report will be submitted.

Event description:
Note: the date of event is unknown. Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2009-05601 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen coaccess electrode were used during a lung rfa procedure (patient age, gender and weight are unknown). According to the complainant, the procedure was to begin with the generator power set to 50 watts. However, roll-off occurred prior to reaching the 50 watts. The console was reset, but at 20 watts, maximum roll-off was received. At this point, the system was switched off, then on, but the same event re-occurred. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. The following additional patient information was received on (B)(6) 2009. The patient was over 18 years old. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found no visible issues. Environmental stress testing, under conditions of high and low temperature, high and low margin (supply) voltage, and short-circuit shutdown, was performed. The generator did not exhibit any malfunction which could account for the event. Furthermore, the device passed all performance criteria of its final test procedure. The condition of the returned incident device showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).

Manufacturer narrative:
(B)(4) - (insufficient roll-off). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).